Event description:
It was reported, the camera head had no image. The issue occurred during a diagnostic hysteroscopy. The procedure was canceled and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, potential factors that may have contributed to the reported event are a faulty image sensor (ccd), damaged cable, damaged connector, or the video processor and light source used along the subject device. This issue is addressed in the instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Reference page 7. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide an update to the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h10. Corrected field: h3, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. No image was due to moisture discovered inside the charge coupled device lens. Additional findings include failed leak test and a slice on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.